Event description:
Event description cpi received information that electrograms (egm) from this implantable pulse generator (ipg) system displayed 'ai'. Impedance measurements had increased and the physician was unable to obtain threshold measurements. X-ray of the system revealed an atrial lead fracture. As a result, the device was not pacing. The device was programmed to unipolar mode and had been for approximately one year. There were no adverse patient effects.